Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) (B) (4) alleging that her one touch ultra meter was displaying a battery indicator. The complaint was classified based on the customer service rep (csr) documentation. The pt reported that the alleged power issue began several months prior to contacting lfs. At the time the alleged issue started, the pt stated she was managing her diabetes with oral medications (type and dose unk). It is not known if the pt made any changes to her diabetes regimen as a result of the alleged issue. It is also not known if the alleged issue was intermitting. However, on an unspecified date/time, the pt reported she felt shaky after not being able to obtain a blood glucose reading with the subject meter. The pt claimed, she treated self with juice in response to the symptom. At the time of troubleshooting, the csr noted that the pt did not replace the battery as recommended in the owner's booklet. The pt did not have a new battery with her at the time of the call. Replacement items were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.